Event description:
The patient underwent a trial procedure on (B)(6) 2012. Later that night, the patient was admitted to the hospital due to a hematoma at the lead site. As a result, the patient's lead and extensions were removed. The patient's issue resolved over time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.